Event description:
It was reported by the therapist that the ventilator reset itself twice during transport. No patient harm reported. It is unknown if the ventilator had an audible alarm when the reported problem occurred.